Event description:
(B)(6) 2018 had juverderm volbella injected. (B)(6) 2019 started noticing bumps on bottom lip first. Thought I bit lip in my sleep. Nodules became worse. Hard granulomas on bottom lip and small bead like ones on bottom ridge at upper lip. Went to dr (B)(6) in (B)(6), and he has seen more issues like this volbella than any other filler; med. Lias. For allergan met us on (B)(6) 2019 to discuss findings. Went to dr who injected and she attempted to dissolve but didn't work on hard bumps that formed. She informed me to have a dermatologist look at it as it could be a cyst(s), dermatologist knew right away that it was not a cyst but problem with filler. He asked me which one and then told me he sees so many pts with problems from allergan filler and he too has reported the issues.